Event description:
It was reported that the user experienced a pairing failure between the ilet and a freestyle libre 3 plus sensor, resulting in repeated scan errors and a ¿current sensor¿ alert until the app was uninstalled, reinstalled, and the user re-logged in, after which the ilet paired and scanned successfully and insulin delivery resumed. Symptoms included hyperglycemia, with a reported glucose of 270 mg/dl. Outcomes included a temporary suspension of automated insulin delivery and use of subcutaneous insulin via pen for approximately one day. Investigation included technical troubleshooting, software reinstallation, account login reset, and re-pairing of the glucose sensor to the ilet. Investigation of this case revealed that software reinstallation and reauthentication resolved the connection issue and restored insulin delivery. It was concluded that the event was related to a pairing and connectivity problem that was resolved through troubleshooting and did not require medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.